Event description:
It was reported that a male patient had left foot surgery for arthritis in (B)(6) in (B)(6) 2013. The patient reported pain approximately two months ago prior to the date of this report. At that time, a non-union was identified. The patient has three different locations of implants in his left foot: one location of implants/screw is a different manufacturer; the second location of implants are synthes parts however no problems at this location; the third location of implants are also synthes parts and at this location, there is the non-union. Surgery to remove the plate and screw implants at the non-union site is scheduled for (B)(6) 2014. It was requested that the surgeon save the implants to return for further investigation. This report is for the unknown plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Implant date reported as unknown date in (B)(6) 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the plate, part and lot number unknown. Hardware has been reported as scheduled for removal on (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.